Event description:
The customer reported that while in patient use the ventilator nebulizer has loud noise, with audible and visual ventilator alarms. The patient was removed from the ventilator and placed on another ventilator, no patient harm.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The carefusion failure analysis technician evaluated the nebulizer installed onto a known good top level unit. After configuring the assembly for testing the assembly was activated and was able to verify an abnormal noise after delivering a pulse of air, when the internal piston pulls back after delivering flow. After isolating the regulator as the cause, replaced the regulator and it no longer makes a noise after it delivers flow. The original regulator was taken to the manufacturing line to be readjusted as it was found to be set too low at 10psi, then re-installed regulator and it no longer makes a loud noise. Findings/root-cause: regulator pressure output set too low.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The original date of awareness was reported as (B)(6) 2015. The information for this follow-up report was noted on (B)(6) 2015. Codes were added based upon the failure analysis that was submitted in follow-up report 2021710-2015-00242-01.